Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity exhibited a significant drop. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity exhibited a significant drop. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed that the battery voltage was lower than expected. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high-power consumption and resultant premature battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated longevity exhibited a significant drop. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.